Event description:
Pt reported receiving continual e10 (cartridge error) messages on the infusion device. No further info is available is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Preliminary findings show frequent e10 (cartridge error) messages in the infusion device history and the cartridge compartment of the device is very contaminated. The rubber from the buttons on the infusion device and the bottom cover are used up. The infusion device display also has black spots. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.